Event description:
Reporter alleged customer obtained back to back blood glucose results of 213 mg/dl and 243 mg/dl on the complete system using expired comfort curve strips. Customer was given milk, and the paramedics were called. Reportedly within 10 minutes, their meter read 25 mg/dl and they treated her with hd50, and she was taken to the hospital. Customer was given food and a diet soda there and then released within 3 hours. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.